Event description:
It was reported that the patient experienced a lead break and fracture at electrodes 0-4 and lead migration. Actions were not yet taken, but it was planned that the patient was to have a paddle lead implanted in a replacement procedure. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient's "laminar leads" were replaced on (B)(6) 2012. It was noted that impedances were checked and revealed high values on electrodes 0 through 6 on one lead. It was further noted that an x-ray was performed and revealed that one lead was "out of the spine" and the other lead had migrated "below what was therapeutic." No malfunction of the device was determined. It was noted that the patient's stimulation was activated on (B)(6) 2012. The patient outcome was provided as a "successful" intervention and receiving "effective stimulation."

Manufacturer narrative:
Product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type lead; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type lead; product ID 37742, serial # (B)(4), product type programmer.

Manufacturer narrative:
Product ID: 3777-45, lot#: serial#: (B)(4), implanted: 2009 (B)(6), explanted: product type: lead, product ID: 3777-45, lot#: serial#: (B)(4), implanted: 2009 (B)(6), explanted: product type: lead, product ID: 37742, lot#: serial#: (B)(4), implanted: explanted: product type: programmer, patient. (B)(4).